Event description:
IV insertion - bd nexiva 20g IV catheter system. Nurse saved an IV nexiva port with the following occurrence reported to me: "the IV port included malfunctioned when I inserted the IV - when blood came down the tubing it dripped continuously through this port and it shouldn't have. - when I drew from the other port, this port caused air reflux into my syringe. I switched the port for a different port and had no further problems." - no patient harm. I contacted bd approximately one month ago and made them aware of event. I saved the defective port and bd is sending a container for me to send to them for inspection. Manufacturer response for bd nexiva closed IV catheter system 20g, bd nexiva (per site reporter). They are filing the report and sending a mailing container so I can send it to them for evaluation.